Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced shakiness and presyncope and called an ambulance. Emergency medical services (ems) checked the bg and it was 51 mg/dl while the egv was 94 mg/dl. Ems provided carbohydrates and the and patient recovered after treatment. There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. At the time of the report, 6 days later, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.